Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
End user reports he/she has reoccurring small ulcer at the 2 o'clock position near the stoma. Per the end user, "using above wafer to try to get a tighter seal." The ulcer has been there about 1 month. End user is already applying powder with crusting technique. End user has also seen wound care nurse, but started using this wafer again for a tighter seal. Patient outcome was not noted.